Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula may not have been inserted correctly into the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 using the pod 5 / pages 44 - 45 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that his blood glucose reached 385mg/dl while wearing the pod on his hip/buttocks for between 24 and 36 hours. The cannula appeared bent (90 degrees towards the back of the pod) and flat against the pod when the device was removed. The patient also stated that the site did not look as much like an injection site as usual, he did not think the cannula had inserted. Treatment included a bolus and changing the pod.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend or kink was observed in the cannula. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver insulin was found. Data download returned an alarm, a safety feature not considered a malfunction, indicating a reset occurred due to a low voltage detect. Investigation found no defects to the triggering of this alarm. The batteries were inspected and found to be within specifications.